Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator and right ventricular defibrillation lead developed an infection. On (B)(6), 2010 a revision procedure was performed. Once the pocket was opened, it was observed that the device had turned and rotated itself. There was not a pocket infection. The device was repositioned and the procedure was successfully completed. No adverse patient effects were reported.

Manufacturer narrative:
The device was repositioned and remains implanted. Should additioal information become available, an amended report will be submitted.